Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. No lot release records were reviewed, as the product lot number was not provided. We are unable to determine if any product condition could have contributed to the reported event. Locked down smartphone: data not available. Omnipod software app version: 3.1.1. Operating system: n5004l-am-q-mv01602-06-01.06. Hardware: n5004l. Cgm sensor type: dexcom g7. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
On (B)(6) 2026, the patient reported wearing a pod for approximately 3 hours when continuous glucose readings indicated low glucose levels. The patient reported treating with oral carbohydrates without resolution of the reported hypoglycemia and subsequently sought medical attention via emergency services. At the hospital, glucose levels were reported to be elevated (in the 200 mg/dl range). The patient also reported being diagnosed with a blood clot during the medical evaluation. It is unclear whether the patient was wearing the pod at the time medical attention was received. Details regarding the date of medical evaluation, duration of visit, presenting symptoms, formal diagnosis, and treatment provided are unavailable. Multiple follow-up attempts were performed; however, no additional information was obtained as the patient did not respond to outreach. A supplemental report will be submitted if additional information becomes available.